Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead dislodged. Upon attempting to reconnect the lead with the implantable pulse generator (ipg) device, the set screw could not be screwed. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.